Event description:
PICC repair. PICC migrated. Pt to hosp. Under x-ray/flouroscopy, md was unable to remove device through cutdown. Device migrated and was removed the next day from femoral area. Pvc's arrhythmias when device in heart and lung area.